Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the ipg had flipped, patient had difficulty charging it, and that ipg did not provide therapy for at 24 hours after being fully charged. As a result, patient did not recharge the ipg as recommended and the ipg became inoperable. Surgery occurred to explant and replace the ipg and to move the ipg pocket to address the issue.